Event description:
It is reported that the exeter stem snapped at the neck.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the neck. Additional surface damage is observed along the body of the stem. Material analysis: a material analysis was performed and concluded the following: "the exeter stem fractured due to fatigue mode initiation and propagation. The abrasion damage on the medial surface is consistent with micro-motion of the stem in the surgical cement. The fracture initiated at the lateral edge adjacent to the to the prehension feature and moved medially until the stress on the remaining material was too high, creating an overload separation. The investigating engineer did not find any material non-conformances, nor any manufacturing defects on any of the surfaces inspected here." -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a total hip replacement 4 years after implantation due to femoral component fracture. I can confirm that this event took place since I was able to view the operation report for the revision but no xrays were provided. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral component fracture are multifactorial including surgical technique factors, patient factors, and implant factors." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. The event was confirmed by visual inspection of the returned device and review of the provided medical records by a clinical consultant. A material analysis was performed on the returned device and concluded the following: "the exeter stem fractured due to fatigue mode initiation and propagation. The abrasion damage on the medial surface is consistent with micro-motion of the stem in the surgical cement. The fracture initiated at the lateral edge adjacent to the to the prehension feature and moved medially until the stress on the remaining material was too high, creating an overload separation. The investigating engineer did not find any material non-conformances, nor any manufacturing defects on any of the surfaces inspected here." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the neck. Additional surface damage is observed along the body of the stem. Material analysis: a material analysis was performed and concluded the following: "the exeter stem fractured due to fatigue mode initiation and propagation. The abrasion damage on the medial surface is consistent with micro-motion of the stem in the surgical cement. The fracture initiated at the lateral edge adjacent to the to the prehension feature and moved medially until the stress on the remaining material was too high, creating an overload separation. The investigating engineer did not find any material non-conformances, nor any manufacturing defects on any of the surfaces inspected here." -clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient underwent both the primary and revision procedures since I was able to review x-rays and hospital documentation notes. I can also confirm the fracture of the femoral stem since I was able to see the radiographs with the fracture. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of a fracture of the femoral stem are multifactorial including surgical technique, especially in the cement technique and positioning of the implant, patient factors including lifestyle, activity level and bmi, and implant factors. In this case the femoral stem was placed in varus which could contribute to failure." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. A review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient underwent both the primary and revision procedures since I was able to review x-rays and hospital documentation notes. I can also confirm the fracture of the femoral stem since I was able to see the radiographs with the fracture. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of a fracture of the femoral stem are multifactorial including surgical technique, especially in the cement technique and positioning of the implant, patient factors including lifestyle, activity level and bmi, and implant factors. In this case the femoral stem was placed in varus which could contribute to failure." A material analysis was performed on the returned device and concluded the following: "the exeter stem fractured due to fatigue mode initiation and propagation. The abrasion damage on the medial surface is consistent with micro-motion of the stem in the surgical cement. The fracture initiated at the lateral edge adjacent to the to the prehension feature and moved medially until the stress on the remaining material was too high, creating an overload separation. The investigating engineer did not find any material non-conformances, nor any manufacturing defects on any of the surfaces inspected here." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported that the exeter stem snapped at the neck.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported that the exeter stem snapped at the neck.